Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) was 364 mg/dl and a bolus was delivered to address the high bg level. The customer reverted to using another pump to manage diabetes.